Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was unanticipated tissue loss as a result of this problem. There was tissue damage as a result of this problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic colectomy, after the surgeon fully fired the device for third firing for side-to-side anastomosis at colectomy, then tried to remove the cartridge from the tissue, however it was stuck on the tissue. The surgeon removed the cartridge from the tissue by force and re-anastomosed the tissue. Additional tissue resection was required due to the issue. The procedure was completed with another device.